Event description:
Boston scientific received information that a latitude red alert was detected for high out of range shock impedances. It was reported that the patient does not regularly get his device checked so the clinic was going to contact him to come in for testing.

Event description:
Ten months later, another alert was detected for low shock impedances of 13 ohms. Boston scientific technical services (ts) reviewed information and discussed how this system has a single coil lead, but the device setup is triad for shock vector so they suspect the patient has another non-boston scientific lead used as the proximal coil. The last delivered shock was in (B)(6) 2010 after the lead was implanted and a normal impedance of 40 ohms was noted. Ts discussed further that this could be a start of a lead issue with the non-boston scientific lead or possible electromagnetic interference (emi) and discussed checking for sources that could be a cause.

Manufacturer narrative:
The available information suggests that this device and defibrillation lead remain implanted. This report will be updated should additional information become available.